Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is most likely that the leakage in the secondary tubing is presumed to have occurred due to a pressure reducer failure. However, the root cause of the reported malfunctions could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit the secondary tubing leaked and had pressure reducer failure. There was no report of patient involvement.